Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: spectra wavewriter ipg, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 364577. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5166085.

Event description:
It was reported that the patients incision site had reopened partially and it showed sign of oozing. The both leads were wrapped around the device when bsn sales representative arrived at the clinic. The patient underwent an explant procedure wherein all device components were explanted and discarded.

Event description:
It was reported that the patients incision site had reopened and sign of oozing was noted. It was also noted that both leads were wrapped around the device when bsn sales representative arrived at the clinic. The patient underwent an explant procedure wherein all device components were explanted and discarded. Additional information was received that the location for the reopened incision were on both pocket and midline incision however, there were no signs of infection was found. It was unknown if patients symptoms were device or procedure related. The patient was placed on antibiotics.